Manufacturer narrative:
The referenced percutaneous lead repair performed on (B)(6) 2018 is covered under medwatch MFR report # 2916596-2018-00548. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 2 months. The patient remains ongoing with the lvad support device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced two pump stoppages on (B)(6) 2018. The patient reported feeling slightly dizzy only for the time of the alarm. It was mentioned that a percutaneous lead repair had been previously performed on (B)(6) 2018 and the patient had been issued an ungrounded power module patient cable. The customer did not see any further trauma to the patient¿s driveline and the patient had not lost or gained weight. The manufacturer¿s technical service representative reviewed the submitted log file and observed two pump stoppages on (B)(6) 2018 at approximately 10:36am and 8:52pm. Both events occurred while the patient¿s vad system was connected to battery power. Prior to both pump stoppages, there was an elevation in power. The customer was informed that the pump stoppages possibly could have been caused by either something passing through the pump or due to a phase to phase short. Additional information was requested, but has not yet been provided.